Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 18 previously reported events are included in this follow-up record. Product return status 15 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. - 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 18 previously reported events are included in this follow-up record. Product return status 13 devices were received. 3 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. - 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 4 devices were received. 2 devices were not available for evaluation. 12 device investigation types have not yet been determined. Additional information: 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact.